Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp- (B)(4).

Event description:
A healthcare professional reported that a glidewell ht tapered implant was removed due to a glidewell ht implant driver fracturing inside the implant during implant placement. It was reported that the implant was not defective, but it had to be removed due to the tip of the implant driver fracturing inside the implant during implant placement on tooth number 5. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. Per the report the device was removed, and it was replaced with a product similar to the complaint product and no additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type ii with good oral hygiene.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the DHR was reviewed for glidewell ht implant driver lot# 6247227 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant driver lot# 6247227 and found no additional product in stock. Investigation methods/results: he reported product was returned, but not in the original packaging. It was observed that the tip of the driver was fractured. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the driver during the implant placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. IFU-012631 rev 1 (glidewell ht implant system IFU) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Manufacturer internal reference number: (B)(4).